Event description:
Possible oversensing noted on some egms." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).